Event description:
It was reported that the patient presented in clinic for a routine follow up with decreased pacing lead impedance. The values were still noted to be within the normal range therefore the patient did not receive a notifier alert. All other measurements were normal. Lead testing did not reproduce any out of range impedance measurements or noise. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead with the lead tip measuring 50.4cm was returned for analysis. Internal insulation abrasions were noted at 8.0-8.5cm, 9.0-9.2cm, 27.1-27.3cm, and 27.3-27.4cm from the distal tip. The etfe coating was intact at these locations.